Event description:
Some images of CT (toshiba) and mr (philips) exams are flipped right/left. It ranges from one image to a whole series. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be filed when the investigation is complete. (B) (4).